Event description:
New information received states that there were no malfunction allegation on the system. There were no complications during the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that during a system revision procedure, lead fracture issue was observed via chest x-ray. Lead was explanted, and a new lead was implanted. The device system was functioning normal post procedure and stimulation was effective. Patient was stable.